Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and headache. The customer¿s blood glucose level was 444 mg/dl, 454 mg/dl, 400 mg/dl at time of incident. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with manual insulin injection. Customer was using auto mode feature at the time of high blood glucose. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that they ran displacement test and self test and tests result was passed. The devices will not be returned for analysis. (B)(4).